Manufacturer narrative:
Product complaint # ==> (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During setup for a total knee replacement, the scrub nurse noticed a crack in the attune femoral impactor. During the same procedure, while impacting the final tibial implant, the attune fb tibial impactor cracked. The surgeon passed the cracked impactor off to the circulating nurse so that it can be processed downstairs and I could pick it up. The impaction was complete so there was no need to open an additional impactor. There was no delay and no consequence to the patient. Also, there were no fragments generated.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.